Event description:
A report was received that during charging, the patient had a painful sensation at the pocket site and also developed a headache. The physician believed that the event had nothing to do with charging but rather believed that the ipg was possibly irritating a nerve. The patient will undergo a revision to relocate the ipg.